Manufacturer narrative:
The customer contacted siemens to report that the operator of an atellica im 1300 instrument was unable to process samples on the instrument due to a sample shuttle timing error. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found that during module initialization the left camera failed to respond during initialization/startup. The right camera was able to initialize without issue. When loading a sample rack, a timeout error occurred while waiting on the left camera image capture. The right camera image capture worked without issue. The cse replaced the left camera, resolving the issue. The cause of the delay in testing was due to the left camera. The instrument is performing within specifications. No further evaluation of the instrument is needed.

Event description:
The operator of an atellica im 1300 instrument was unable to process samples on the instrument due to a sample shuttle timing error. The operator stated they do not have an alternate analyzer for testing. There are no known reports of patient intervention or adverse health consequences due to the delay in processing patient sample tests.